Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen at the center for device evaluation. External equipment was exchanged and programming changes were made. However the reported problem was not resolved. Surgery to explant the patient's device is to be scheduled.